Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. The buttons do not have normal spring back, and require excessive force to obtain a response. There was evidence of contamination found under all key contacts. Unrelated to the keypad complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the keypad buttons require multiple presses to obtain a response. She stated that she first noticed the issue a week ago, and stated that the down arrow button is the most affected. The patient stated that she wears the pump in her pocket, and does not clean the pump.